Event description:
It was reported by service report that the siderail panels were cracked with sharp edges. No pt involvement of adverse consequences were reported.

Manufacturer narrative:
Result: siderail panel.